Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -there was possibility that the main circuit board was accidental failure.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on during the unspecified procedure. The user changed to another similar device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. There was no patient and/or physician injury associated with this report.